Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
(B)(6) 2012: litigation documents were received. Litigation alleges that the patient suffered pain and excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Pt underwent asr revision. It was reported that there was colored fluid, 70% lymphocytes, and alval. The cobalt level was 5.6, and the chromium level was 1.

Event description:
Patient underwent asr revision. It was reported that there was colored fluid, 70% lymphocytes, and alval. The cobalt level was 5.6, and the chromium level was 1. **update** (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered pain and excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.